Manufacturer narrative:
Not applicable.

Event description:
Rhythmlink part number: rlsnd121-1.5, lot: pm00033184, was used during a retrosigmoid craniotomy for microvascular decompression of the trigeminal nerve. The patient was positioned supine with two chest rolls placed under her left side, rotating her 30 degrees. The needle was inserted up to the hub and placed at the ankle for ptn stimulation due to edema. Needles were positioned at a 30-45 degree angle. The procedure lasted 6-7 hours, and upon removal, it was noted that the distal needle was missing and appeared sheared.